Event description:
It was reported that the systems monitor went blank. Moving the system would sometimes bring the image back. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Reseated the video connector to the main unit corrected problem. The system was tested and found to be working as intended and placed back into service.